Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700- 800 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also had 400 mg/dl blood glucose reading. On (B)(6) 2017, customer blood glucose reading was 380 mg/dl. Customer treated their blood glucose reading with manual injection. Reservoir will not be returning for analysis.